Manufacturer narrative:
(B)(4). There were no reported product deficiencies. Angina, hypertension and thrombosis are known potential adverse events and listed in the xience v rx instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the non-tortuous proximal left anterior descending coronary artery, a 2.75x15 xience v stent was implanted in a lesion. An hour post-procedure, due to angina and elevated blood pressure, a 2.5x18 xience v rx stent delivery system was advanced over a pilot 50 guide wire toward the moderately calcified lesion, but resistance was met between the two stents during advancement. A bmw universal guide wire was introduced to assist in crossing, but the 2.5x18 was unable to cross through the 2.75x15 stent, and the 2.5x18 stent was withdrawn with resistance. A thrombus was angiographically detected in the previously implanted 2.75x15 stent. A thrombectomy was performed successfully using a non-abbott thrombectomy device and a non-abbott extraction catheter. The 2.5x18 xience stent delivery system was re-inserted, but during advancement resistance was felt and the shaft separated at the proximal hub. The 2.5x18 xience was withdrawn with resistance from the anatomy and a 2.5x18 vision stent was used to treat the target lesion. There were no patient sequelae and there was not a clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: pilot 50, bmw universal.stent: 2.5x18 rx xience v; 2.5x18 vision.the 2.5x18 rx xience v is being filed under a separate manufacturer report number. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.